Manufacturer narrative:
Initial report sent to FDA on 03/24/2009.

Event description:
Procedure: liver resection. According to the rptr: the device would not open after firing. The jaws were pried open in order to remove the device from the vessel. The vessel tore and the device made a hole in the liver while trying to remove it from the vessel. Another product was used to repair the hole and to stop bleeding. Blood loss was reported as 250 cc. The pt was not transfused. Delay in operating time was reported as one hour, forty-five mins. The pt expired the following day.